Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors found 1 of the 3 sensors failed for high readings, the remaining 2 sensors passed per specifications with accurate readings; unable to confirm the adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a hard time with the buttons on the insulin and the sensor was not sticking in her body. Customer reported the last sensor she wore she got sensor error. No further information provided.